Manufacturer narrative:
Additional code added to section h6 evaluation code result. Correction to component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that when the service engineer (se) powered on the ventilator, the direct current to direct current (dc-dc) printed circuit board assembly (pcba) emitted smoke from the c83 capacitor. The device was available for evaluation. The medtronic service engineer (se) inspected the device and replaced the dc-dc pcba. The reported issue was confirmed. The likely cause of the event was isolated in the field to the dc-dc pcba. An internal investigation was previously initiated on this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during demonstration by a medtronic representative, this medtronic owned 980 ventilator generated a diagnostic code and was inoperative. The ventilator was not in use on a patient at the time of the reported event. When the service engineer (se) powered on the ventilator, the direct current to direct current (dc-dc) printed circuit board (pcb) emitted smoke from the c83 capacitor.